Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that, during an in-clinic follow-up, there was an increase in capture threshold and a decrease in r-wave sensing noted on the right ventricular (rv) lead. The rv lead was explanted and replaced during an unrelated procedure to resolve the event. The patient was stable.